Event description:
It was reported that during an open colon procedure, the staple line was not closed. Had to hand sew the anastomosis and the procedure was completed with another like device. There was no patient consequence.